Event description:
It was reported the mx40 telemetry boxes went continuously offline and showing offline in certain areas. The boxes have been changed out multiple times. The customer wants a technical person assigned to review the hardware and access point statuses. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.